Event description:
It was reported that the stimulation was providing no relief and was also causing patients stomach to bloat. No device malfunction was suspected. The patient underwent an explant procedure. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(4). Batch: 7074002.